Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal fell apart while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is outside the deployment tube and cracked. The reported complaint is confirmed. Lot history record review was completed for the product, there was no nonconformance associated with the lot number.